Event description:
The tech alleged the side rail will not latch. There was no pt impact.

Manufacturer narrative:
The tech found the side rail was missing the latch spring. The tech replaced the side rail latch spring to resolve the issue.